Manufacturer narrative:
This is a duplication of the alleged incident filed under 2530130-2015-00127.

Event description:
Customer alleges he developed a pressure sore from the footplate. He also alleged 5 episodes where the chair tilted forward. On the 5th episode, he was at the queen mary cruise ship on the river when the chair tilted forward, he fell, and the chair toppled on top of him. He allegedly passed away due to his injuries.

Manufacturer narrative:
The "serial #" and "device manufacture date" have not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges he developed a pressure sore from the footplate. He also alleged 5 episodes where the chair tilted forward. On the 5th episode, he was at the (B)(6) on the river when the chair tilted forward, he fell, and the chair toppled on top of him. He allegedly passed away due to his injuries.